Event description:
It was reported that a patient experienced peritonitis manifested by a high white blood cell count coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown and the treatment was not reported. The patient was recovering from this peritonitis event. On an unreported date, pd therapies were discontinued. No additional information is available. This is report 1 of 4 for the event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13e04022, h13e06084 and h13f05043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.